Manufacturer narrative:
(B)(4). Batch # m93420. Additional information was requested and the following was obtained: for clarification, if the tissue pad ¿did not fall off¿, what part of the tissue pad was retrieved and how was the ¿missing piece¿ retrieved; did a piece of the tissue pad completely detach (fall off) from the clamp arm: the tissue pad got detached but did not fall. It is still attached to the clamp. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad had no apparent damaged and was not detached as reported by the customer. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: " the tissue pad detached from the clamp arm but did not fall off.". During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It has been reported that during an unknown procedure, that the tissue pad detached from the clamp arm but did not fall off. The broken part did not fall into the patient. The missing piece was retrieved. The procedure was delayed and no harm to the patient was declared.